Event description:
Additional information was received by the manufacturer via email on 23-nov-2023. There was no patient involvement with this pump.

Manufacturer narrative:
Describe event or problem: updated with additional information received.d10: device available for evaluation: updated.h6: event problem and evaluation codes: updates are not required.h10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that during a returned order service, an alarm and a blank screen occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a missing battery and broken tamper seals. There was no evidence of the error recorded in the event history log (unable to download). The reported problem blank screen and constant alarm was found at power up. This was due to an incomplete upload process from base to head by customer. For corrective action - uploaded to 1.6.4 software by using the power point process. The stepper motor was replaced. The root cause was traced to the user. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.